Event description:
Physician noticed after the catheter had been inserted anf flushed that there was an air column in the line. They went to tighten the connection and the brown hub on the catheter broke. Immediate intervention line replaced and there was no harm to the pt.